Event description:
Overdelivery reported. The pump was sent to the biomedical engineering department with an unsigned note that stated "delivered an inaccurate amount over time. The pump delivered 250ml over 2 hours instead of over 4 hours." Although requested, the customer facility was unable to determine the unit where the event occurred or obtain information regarding the patient involved in the event. The reporter stated that if the pump would have been involved with an adverse patient event, she would have been notified and an incident report would have been forwarded to her.